Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve beds are defective. Additional malfunctions are the pe valve and tie wraps are leaking.